Event description:
Same case as: 2134265-2009-04573, 2134265-2009-04574. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 100% totally occluded type c lesion was located in a left anterior descending artery. The lesion was predilated with an unknown 2.5x15mm balloon. A 2.75x20mm taxus liberte' drug eluting stent was advanced, but could not cross the lesion. A 3.0x15mm quantum maverick balloon was used to again predilate the lesion. The 2.75x20mm taxus liberte' drug eluting stent was readvanced to the lesion and deployed. After deployment, a dissection was noted. St elevations were observed and the patient was treated with intracoronary nitroglycerin. The physician then attempted to advance a pt choice graphix guidewire with a jl5 guide. The wire was advanced through the lesion with a loop and when the physician attempted to pull back the tip of the wire broke off in the patient. A snare was used in an attempt to capture and remove the tip of the wire, but the snare could not advance past the left main artery. The patient was transferred to another hospital for surgery to remove the wire tip. The wire tip was successfully removed and post surgery the residual stenosis was reduced to 0%. The patient was discharge 4 days post stenting procedure. No further patient injuries or complications occurred. Patient status is satisfactory.

Event description:
It was further reported that the patient underwent a double bypass during the surgery that was immediately post stenting. The bypass grafting included a left internal mammary artery to left anterior descending artery and a saphenous vein graft to the first obtuse marginal artery. It was initially reported that the wire tip was removed during surgery; however, the wire tip was not removed and remains lodged in the occluded segment of the left anterior descending artery. The patient experienced a post-operative atrial fibrillation that was medically managed and converted back to sinus rhythm. In (B) (6) of 2009 the patient underwent a diagnostic cardiac catheterization and it was found that the left anterior descending artery was completely occluded at the site of the first diagonal branch. There was no flow noted into the previously placed stent which was at the site of the occlusion. There was also no distal left anterior descending artery perfusion with injection of the left coronary artery. At that time the physician concluded that ¿given that the wire fragment was in a stable position, and that there was adequate perfusion via lima-lad to distal lad, there is no indication for retrieval of wire fragment.¿

Manufacturer narrative:
The wire tip was not removed from the patient during surgery as previously reported.(B) (4).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.